Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Expiration date - ni. Manufacture date - ni. Zimmer biomet (B)(4) and package supplier are in the process of initiating modifications. Device location unknown.

Event description:
It was reported that the inner package was not fully sealed. No patient injury or delay in a procedure was reported as a result of the event.